Event description:
It was reported that the ventilator was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was contaminated with water. Described situation may lead to stop of ventilation. The reported issue has been confirmed during evaluation of the provided problem description, service report and attached photo. The issue was solved by replacing air gas module. The device's log files were not attached and no parts have been returned for further analysis. Therefore, the root cause of the issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).